Event description:
The customer reported a pt incident in 2006. Complaint file attached. The pt's med history was not provided by the clinic.

Manufacturer narrative:
See attached failure investigation system report.